Manufacturer narrative:
The intraocular lens was received and inspected under 10x magnification. Inspection shows one broken haptic, optic intact. The cause of this event was not confirmed but does not appear to be related to the manufacturing process. All currently available information is included in this report.

Event description:
The account reported the trailing haptic on the intraocular lens(iol) sheared off during insertion of the iol into the patient's eye. The incision was enlarged to remove the lens from the eye, surgery was successfully completed.